Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported 1910352, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness and leakage testing. Results were reviewed for lot 1910352 and no issues were identified. Without the impacted sample to evaluate, we are unable to fully investigate the cause of the reported defect. Based on the available information we are not able to determine a root cause for this incident at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no retained samples can be evaluated as the involved product from lot 1910352 involves a non sterile bulk reference that is not kept in out facilities. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since manufacturing records do not reveal any issues and sample cannot be evaluated, the root cause of the alleged defect cannot be determined with evidence.

Event description:
It was reported that the 50 ml bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: from the field they report that during the aspiration through the syringe, a leakage from the rubber pad occurred.